Manufacturer narrative:
Concomitant medical device: dtba1d1 crt-d implanted (B)(6) 2016.

Event description:
It was reported that the patient reported to the emergency department due to an audible alert. Interrogation revealed that a lead alert was triggered for high pacing impedance on the right ventricular (rv) lead. High rv and superior vena cava (svc) coil impedance were also noted. High pacing impedance and high thresholds were also reported on the left ventricular (lv) lead. The rv lead was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.